Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure, that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). The ra lead was connected to the new implanted device, and continued to have high, out of range pacing impedance. The physician suspected a lead conductor fracture. The lead remains implanted, but is surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). Besides surgical intervention, no adverse patient effects were reported.